Manufacturer narrative:
On july 1, 2024, mentor became aware that the replacement device used on the right side was catalog number 3502751bc; serial number (B)(6). On (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event is associated with the glow clinical trial; subject ID:940-014. It was reported that a 25-year-old female patient underwent revision-augmentation surgery with 275cc mentor memorygel breast implant on the right side, and unknown size unknown gel implant on the left and experienced right side capsular contracture; baker grade IV postoperatively. As a result, the right side device was explanted on (B)(6) 2018. On (B)(6) 2023, mentor became aware that patient also experienced left side capsular contracture; baker grade iii, and the device was explanted on (B)(6) 2019. This supplemental medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).